Event description:
Cutsomer reported device = 212 mg/dl. Less than 2 hours later, customer called 911. Paramedics device = 30 or 37 mg/dl. Paramedics administered glucose and admitted customer to hospital. No controls used. A request was made for return product and replacement product was sent.